Event description:
Customer reported a sample barcode scanned incorrectly on the galileo while running abo assays. Actual barcode is es85045963, but it was read on galileo as es85041963.

Manufacturer narrative:
The actual barcode was not available to send. If this barcode is not available, a proper investigation is not possible. Customer was not able to reproduce the misread with the barcode in question. A service call was made. The sample loading bay was replaced; the instrument operated as expected. Customer had no more problems with barcodes not reading correctly on the galileo.